Event description:
"Pt disconnect" alarm with any disconnections being found, simultaneously we had a inspiratory " volume limit exceeded " while displaying extremely low to 0 vte. No "high pressure" alarms were experienced.